Event description:
Litigation papers allege: on (B)(6) 2009, pt was implanted with a depuy asr hip on her left side. After her surgery, pt began to experience severe pain in her left hip. Pt intends to undergo revision surgery to remove her left asr hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.